Event description:
An event involving difficulties with filling the insulin cartridge was reported by a customer, noting issues such as parts falling out and difficulty reading the insulin gauge. There was no adverse impact to the customer's blood glucose level reported. The customer declined any follow-up action from customer technical support, and no further action was required at this time.